Manufacturer narrative:
D10 concomitant product: gl-123, gl-123 polysorb 2-0 vio 75cm v20 x36, (lot number: a4g2035y), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a general surgery procedure, the needle separated from the thread while suturing after patient incision. Stiffness was noted at the place where the thread was attached to the needle. Multiple defective devices from the same product and lot number were involved in the same event with the same patient.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, two videos were provided. Visual inspection noted that the needle was disengaged from the suture and the suture was partially wound within the retainer. No damage could be observed to the needle. The suture near the attachment point was identified to be darked than the body of the suture. It was reported the needle separated from the thread while suturing after patient incision, and stiffness was noted at the place where the thread was attached to the needle. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.